Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 500s mg/dl. No occlusions were reported; cause of elevated bg was not reported. Customer was vomiting and symptoms of diabetic ketoacidosis (dka) was felt. Infusion set was changed. Boluses and insulin injections were used to address bg. Fluids were consumed. Elevated bg/dka were resolved.